Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the drying piston valve to be broken. The technician replaced the drying piston valve and o-ring seals, ran a test cycle and confirmed the washer to be operational.